Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that she was hospitalized due to low blood glucose. The customer's blood glucose was 20 mg/dl at the time of admission. The customer's spouse stated that emergency medical services were called and treated her husband's low blood glucose with insulin fluid and gave glucagon through mouth until blood glucose went up to 80 mg/dl to 100 mg/dl and was able to talk, eat and drink a soda. The customer's spouse stated that the settings were set too high and had not eaten which led to the low blood glucose. The customer's spouse stated that her husband went to the doctor after the event. The date of the hospitalization was (B)(6) 2015. The insulin pump will not be returned for analysis.